Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was receiving a sequence of vibrations but no alarms were present. Customer stated that over the last few weeks, the pump will make 3 vibrations and it will stop without having a message accompanying it. Customer recently put in a new battery in the last 5 days. Customer still has 3 bars left on his pump. Customer stated that the pump vibrated during the vibrate test. Customer was advised to monitor the pump.